Event description:
One endeavor drug eluting stents were implanted during the index procedure. Approximately 38 months post index procedure the patient suffered a stomach bleed due to a hemorrhagic ulcer. Patient was treated with a blood transfusion and clipping. Investigator assessed that the event was not related to the study device. Approximately 40 months post index procedure patient expired. Cause of death was chronic heart failure. Investigator assessed event was not related to the study device.

Manufacturer narrative:
Results, conclusions: inherent risk of procedure ¿ (haemorrhage, death). (B)(4).